Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator was alarming due to a pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's field service for assistance. The biomedical engineer reported the data acquisition to motor controller board cable was found disconnected. The biomedical engineer reported the cable was reconnected and the reported problem was corrected.